Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.

Event description:
This is a spontaneous case report received from a physician in united states on 23-apr-2015 which refers to a female patient of unspecified age who had essure (fallopian tube occlusion insert) inserted on (B)(6) 2015 for sterilization. Patient started presenting pelvic pain, itching, and headaches. She blamed the implant, and she wanted it removed. An ultrasound was performed and resulted normal, it was properly placed. A cbc (complete blood count), and cmp (comprehensive metabolic panel) tests were also performed. Patient was gave celebrex. Event was ongoing and essure was not removed. Follow-up information was received on 28-apr-2015: it was stated that the physician hasn't removed the essure devices yet, so they did not know if there would be any fragments left behind. They did not have the lot number. No further information was provided. Follow up information received on 01-may-2015: ptc (product technical complaint). Ptc global number: (B)(4). Final assessment: since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to look for any manufacturing deficiencies. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. No new failure mode has been identified. Medical assessment: this ptc was initiated due to a usability issue. The reported adverse events are known possible undesirable events and not indicative of a quality deficit per se. No batch number was reported. Without this information no batch signal cluster review in the gpv database for a more detailed statistical medical evaluation is possible. Neither a batch number nor complaint sample was provided for a technical investigation. The technical assessment concluded unconfirmed quality defect. In summary, there is no reason to suspect a causal relationship to a potential quality deficit based on this report. Follow up information (general questionnaire) received on 29-jun-2015 from physician: this case refers to a (B)(6) obese patient. She was not post-partum at time of the insertion. During essure insertion procedure, cervical dilatation and paracervical block were applied; no sounding and no anesthesia were used. The insertion procedure was considered easy with easy visualization of tubal ostium. There were no more than 1500cc of fluid loss. The patient was using depo provera as back up contraception. On (B)(6) 2015, an ultrasound was done and showed the coils were in place. On (B)(6) 2015, robotic bilateral implant removal with bilateral salpingectomy and hysteroscopy were done. The removal of devices was requested by the patient and the physician concurred. During the surgery the devices were adhered in the tubes and fragmented on removal; an intraoperative x-ray showed the fragments which were removed prior to finish the surgery. The physician stated that essure contributed to the patient's condition due to nickel sensitivity but no allergy. The patient's symptoms resolved almost entirely after surgery. The outcome was reported as excellent. The patient has minimal pain and no further itching or ha (understood as headache). The physician medically confirmed the events and details previously reported. The case was upgraded to incident. Follow up information received on 01-jul-2015: updated ptc (product technical complaint). Final assessment: since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert, outer catheter, the inner catheter, and all parts within the handle assembly to confirm that all parts are accounted for. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We were unable to confirm any quality defect or device malfunction at this time. The possibility of the micro-insert breaking during the procedure is an anticipated event. Medical assessment: this ptc was initiated due to a request for confirmation of quality. The ae case refers also to a product quality issue. In this particular case, it was reported that the removal of devices was requested by the patient and during the surgery the devices were adhered in the tubes and fragmented on removal. Neither a batch number nor complaint sample was provided for a technical investigation. The technical assessment concluded unconfirmed quality defect. The reported adverse events are known possible undesirable events and not indicative of a quality deficit per se. No batch number was reported. Without this information no batch signal cluster review in the gpv database for a more detailed statistical medical evaluation is possible. In summary, there is no reason to suspect a causal relationship to a potential quality deficit based on this report. Company causality comment: this medically confirmed, spontaneous case report refers to a (B)(6) female patient who had essure (fallopian tube occlusion insert) removed approximately 2.5 months after its insertion due to nickel sensitivity. During the surgery essure devices fragmented on removal. The reported events are listed in the reference safety information for essure. The essure insert consists of a nickel-titanium alloy, allergic reactions to essure may happen, and are more commonly related to nickel sensitivity and its manifestations include skin itching, rash, and hives that resolve after device removal. In this particular case, patient had pruritus, headache and pain which recovered after devices removal. Considering the above mention information, causality with the suspect insert cannot be excluded. Regarding essure breakage; physician stated the devices were very adhered in the fallopian tubes; this may have been a contributory role in the reported event, and as it occurred in association with essure removal it was considered as related to the suspect insert. This case was regarded as an incident due to the required intervention for devices removal. Product technical complaint (ptc) analysis concluded to an unconfirmed quality defect. Medical ptc assessment considered that, based on the available information, there is no reason to suspect quality defect of the product. No further information is expected.